Manufacturer narrative:
Info was received from a foreign source who is not required to complete from 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the pt experienced a fall causing the shell to become dislodged and pulling the screws through the shell. An attempt was made to revise the pt, however, the surgeon was unable to achieve any fixation and elected to perform a girdlestone procedure.